Event description:
Additional information received reported that the pump also included clonidine. A filling error was reportedly "questionable" as 20 cc was reportedly put in the pump, and when the patient returned to the office, 20 cc of medication was withdrawn from the pump. A dye study was performed on 2014-(B)(6), and the pump study was negative so the dose was being titrated up at that time. The patient reportedly recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a suspected partial pocket fill. The clinician retrieved the medication from the pump upon suspicion, so it could not be confirmed. The pump was delivering dilaudid 30 mg/ml at 15 mg/day. Subsequently, the patient was hospitalized, and treated with narcan, for altered mental status and overdose symptoms. The pump was decreased by the emergency room (ER) physician to 1.44 mg/day, after consultation with the patient¿s health care provider (hcp). The patient¿s status at the time of the report was alive with no injury. There was no alleged product issue, and the pump remained implanted and in service.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l55919, implanted: (B)(6) 1999, product type catheter. (B)(4).